Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported right side "leaking, contracting baker grade unknown, higher, changing shape, and leaking". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted.

Event description:
Patient reported right side "leaking, contracting baker grade unknown, higher, changing shape, and had a mammogram to confirm leaking". Later, healthcare professional reported rupture, capsular contracture baker grade ii. Additionally, healthcare professional reported "right postpectoral breast implant has a superior fold focal c/w outer wall rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Crease/folding of implant: no creases were observed. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "leaking, contracting baker grade unknown, higher, changing shape, and had a mammogram to confirm leaking". Later, healthcare professional reported rupture, capsular contracture baker grade ii. Additionally, healthcare professional reported "right postpectoral breast implant has a superior fold focal c/w outer wall rupture". Device has been explanted.